Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15332168 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. (B)(4). It was determined that the root cause of delaminating is generated by the supplier (B)(4). Research is documented in the (B)(4). For the purpose of batch release, a sample of the batch was tested using the hydrostatic tests. Since the test results were satisfactory this lot can be released as it met all the eligibility criteria set out in (B)(4). The lot was accepted per specifications and the (B)(4) was closed. This nonconformance bares no relation to the complaint reported. No excursions were found for lot 15332168. Calibration records for forming machine with calibration ID's: (B)(4) were reviewed, and it was found that the equipments were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for forming machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operators qualification records for manual forming oven assembly operation, according to (B)(4) were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.

Manufacturer narrative:
Additional information was received and was updated.

Event description:
The qualrap stated that the surgeon could not remember the case; therefore, was unable to provide much additional information. The qualrap reported that the surgeon noticed that the infinity and tempo probes kinked very easily. The surgeon put the guide, then the probe on the guide and if there was a little tortuousity, the guide could go through the probe or kink. The guidewires used during the procedure was an aquatrack 0.35, and terumo 0.14, 0.18, and 0.35.

Manufacturer narrative:
During the procedure, one tempo 4 angiography catheter was perforated by a medtronic guide at 3 cm from the distal tip. The second tempo 4 angiography catheter used had kinked. The surgeon used another tempo 4 angiography catheter to complete the procedure without further issue. There was no adverse event. The products will be returned for analysis. Multiple attempts to get detailed procedural information were unsuccessful as information was not available. The guidewires used during the procedure was an aquatrack 0.35, and terumo 0.14, 0.18, and 0.35. One non-sterile 4f diagnostic catheter was received coiled inside a plastic bag. The catheter was observed with one kink in the intermediate tip. The catheter was observed with a perforation in the intermediate tip, opposite to the kink. No additional anomalies were found in the catheter. The catheter's intermediate tip, outer and inner diameters, was measured near the kinked/perforated area, as applicable, and was found within specification. The catheter's sem analysis concluded evidence of elongation and markings near the puncture and the tip's inner surface exhibited no evidence of damage at the perforation location. The inner surface did not exhibit damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The first involved catheter's intermediate tip kink and perforation failures reported were confirmed. Results showed that the tip external surface exhibited evidence of elongation, also a slight mark was observed near the puncture. The tip inner surface exhibited no evidence of damage. The exact cause of the failure could not be conclusively determined; however it appears that an object (reported medtronic guide) forced its way through the wall thickness of the tip causing the puncture. The second involved catheter's intermediate tip kink failure reported was confirmed. The exact cause of the kink could not be conclusively determined. Controls are in place to prevent these types of failures and there is no indication that they are manufacturing related. The information available for review suggests that procedural factors may have contributed to the reported events. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
During the procedure, one tempo 4 angiography catheter was perforated by a medtronic guide at 3 cm from the distal tip. The second tempo 4 angiography catheter is kinked. The surgeon used another tempo 4 angiography catheter to complete the procedure without further issue. There was no adverse event. The products will be returned for analysis.